Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A sample from batch j3l685 was received for evaluation. The set port had been accessed. The particle was placed in the fourier transform infrared spectroscopy (ftir) for analysis. The result was: bag1/particle1 - measured 1.05mm and was identified as rubber stopper. The reported defect was determined to be user mishandling of product and not a manufacturing defect. The material of the particle matches the rubber stopper, images of the inside and outside surfaces of the rubber stoper were obtained. The one spike was off center to the rubber stopper. There was no missing pieces to the inside surfae of the rubber stopper, but there was a missing piece from the outside surface of the rubber stopper. This concludes the stopper core was introduced into the pab empty bag by the customer when trying to access the bag during compounding. A review of our discrepancy management system database found no related or similar discrepancies during the production of the batch. The batch record was reviewed, and the batch met and passed all release criteria and tests. Visual inspection on twenty (20) retained units showed no particulate matter was observed in any of the retained units. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: during compounding on 11jan2024 (lot #20240108-3f1d2b) one (1) bag as found to have a particle inside. No injury reported.